Event description:
The patient was taken to the operating room on same date for exploratory laparotomy, lysis of adhesions, explantation of previous mesh, left-sided component separation, mesh underlay and primary fascial closure.